Event description:
Country of complaint: (B)(6). Very poor quality. Suture has no tensile strength at all and breaks easily. Suture gave way when tying.

Manufacturer narrative:
Mfg site eval: samples received: 1 unopened unit. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the sample received and the result fulfilled the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.